Event description:
It was reported that the patient received potential inappropriate therapy for an atrial arrhythmia with rapid ventricular response d etected by the cardiac resynchronization therapy defibrillator (crt-d) as fast ventricular tachycardia (vt). It was also noted that there was undersensing on the right atrial (ra) lead channel. The device and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.